Manufacturer narrative:
(B)(4). Investigation findings - 4112 analysis of information provided by user/third party labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2024. Prior to sensor insertion the area was cleansed with soap and water. On 02/07/2024, he patient developed a rash, severe redness, and infection at the needle puncture site. The patient had itching sensation in the area. On 02/07/2024, the patient consulted a physician who prescribed oral and topical antibiotic medications (cephalexin tablets unspecified dosage, and mupirocin ointment). On 02/15/2024, the patient followed up with dexcom technical support via chat source and alleged he developed a methicillin-resistant staphylococcus aureus (mrsa) infection at the insertion site. Multiple attempts to contact the reporter were made to verify the mrsa information; however, no other details were obtained. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.